Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. The patient experienced weakness and near falls. The lead remains in use. No further patient complications have been reported as a result of this event.